Event description:
It has been reported that the cot had a breakage on the upper lift bar. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Unit was evaluated by the customer. Result - upper lift bar. MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.